Event description:
The drill bit broke during the surgery. Broken part of the drill bit remained in the pt's bone. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process.